Manufacturer narrative:
E1 - initial reporter phone and email: (B)(6). Device has not been returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a suction tracheotomy, intubation, and accessory device used during a patient rescue operation was found to be leaking, which significantly impacted patient safety. The event involved a patient; however, no harm was reported.